Manufacturer narrative:
Pli 20: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Pli 30: analysis identified damage in the seal material in cup of the sutureless connector (sc). The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2012, explanted: on (B)(6) 2024, product type: catheter, product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2017, explanted: on (B)(6) 2024, product type: catheter, product ID: 8784, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: catheter, product ID: 8784 lot#serial#: (B)(6), ex planted: on (B)(6) 2024, product typ: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that hospitalization was standard of care, the event did not cause the hospitalization.

Event description:
Additional information was received from a healthcare provider via a company representative stated that the hcp explanted the catheters that were in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received form the healthcare provider via a clinical study indicated that there was a catheter disconnection between catheter segments.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2024 product type catheter. Product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter. Product ID 8784 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter. Product ID 8784 serial# (B)(6) ex planted: (B)(6) 2024 product type catheter. Submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2012. Explanted: (B)(6) 2024 product type catheter pro duct ID 8780 serial# (B)(6) implanted: (B)(6) 2017. Explanted: (B)(6) 2024. Product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2024. Explanted: (B)(6) 2024 product type catheter product ID 8784 serial# (B)(6) explanted: (B)(6) 2024. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated the connector between the pump segment and spinal segment of the tunneled catheter were discovered to be disconnected and the spine segment had retracted from the abdominal pocket but a CT scan was done and there were no evidence of a catheter fracture or disconnection. It was noted that when the catheter was removed gelfoam was placed down the catheter entry site.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal baclofen 2,000 mcg/ml at 225 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient presented with clear fluid leaking from the spine incision. There were no known external factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included a surgery. Actions/interventions taken included a catheter replacement surgery on saturday (B)(6) 2024. According to the physician's resident working with the physician, the clear fluid was determined to be cerebrospinal fluid (csf). Upon opening the pump pocket, there was fluid in the pocket. The physician and his resident were unable to see any concerns with the catheter other than a possible bend between the anchor and where the catheter entered the intrathecal space. The physician decided to replace the catheter with a new 8780. The physician also removed the old catheter and entered the intrathecal space one level higher than the previous catheter. The patient's weight and medical history was asked but was unknown. The issue was resolved at the time of the report and the patient's status was "alive-no injury".

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2012; explanted: (B)(6) 2024. Product type catheter; product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2024. Product type catheter; product ID 8784 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024. Product type catheter; product ID 8784 lot# serial# (B)(6); explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-sep-2014, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 19-may-2019, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 30-aug-2025, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 12-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.